Manufacturer narrative:
Device evaluation: in the pre-decontamination a visual inspection was conducted, but no visible issue was noted. Evidence of radiopaque liquid in the inflation lumens was found. During the analysis negative pressure was applied with a syringe on the proximal and distal balloon, but no evidence of leak was given by the purging. Trying to inflate the distal balloon no leak was found as well. The balloons were correctly inflated. No evidence of the claimed leak was found during technical analysis.

Event description:
A physician was attempting to use a moma device in a patient. The patient got surgery due to carotid artery embolization. During surgery, it was found the balloon got leakage. The doctor replaced a new one to complete the surgery. Now the patient is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.